Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited oversensing. It was suspected that the lead was oversensing ectopy leading to pacing inhibition. The patient presented on (B)(6) 2019 for lead revision procedure and the lead was capped and replaced. No further information was available.